Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was arranged, and the customer switched to using multiple daily injections to ensure continued insulin delivery.